Event description:
The customer reported via phone call that the bolus wizard button was not functional on the insulin pump. Customer stated the button would stick. The customer's blood glucose was 14 mmol/l. The customer was advised the insulin pump would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.